Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the etco2 port was damaged. There was no impact to the patient, and the device is anticipated to be returned for repair.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the etco2 port was damaged. There was no impact to the patient, and the device is anticipated to be returned for repair.